Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope exhibited foreign material on the light guide lens. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the observed foreign material on the device light guide lens was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.